Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted no damage. Functional testing was unable to duplicate battery not working at power up. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Cleaned and greased pumps, replaced battery (for preventive measures), interconnect printed circuit board (pcb), antenna and performed all functional testing. No further action was taken as the complaint was not confirmed.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a power supply and battery issues. No patient injury reported.